Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2000: (B)(6) center. (B)(6), do. Office notes. States he stopped drinking, history of heavy drinking. Stopped taking glucophage when ran out, feeling we had no need for it anymore. He feels that he has a hernia, reducible. Abdomen is nontender, large and voluminous, scar with indention ventrally from umbilicus to pubis symphysis, nontender. He feels that over on the right side he has a 5 cm mass that is reducible. Impression/plan: possible ventral hernia, will be set up with an appointment to see a surgeon. ¿ (B)(6) 2001: (B)(6) center. (B)(6), do. Office notes. [Page 1 missing]. Feet have slight decreased sensation on filament test. Impression/plan: told him he is obviously diabetic, wrote prescription to start glucophage. Borderline hypertension, start lotensin. Extreme obesity, bmi 55, send to dietician. ¿ (B)(6) 2001: (B)(6) health center. (B)(6) md. Office notes. Main concern is daytime hypersomnolence and inability to hold a job because of his sleeping on the job. Intermittent pain and tenderness in area of supraumbilical hernia, worsened over past couple months. Exam: abdomen; bowel sounds present, soft, nontender, nondistended, 2-3 cm right lateral supraumbilical herniation with small abdominal wall defect present, no evidence of incarceration or tenderness. Impression/plan: abdominal wall herniation. Patient has a recommendation from the local surgeon to have his hernia repaired. Apparently has been told to lose a significant amount of weight before the hernia is repaired. ¿ (B)(6) 2002: (B)(6), md. Office notes. Routine follow up, in addition has had problems with pain and tenderness in midabdominal region. Had previous surgery and has a ventral incision. Reports some bulging in middle aspect of incision. No current abdominal pain or discomfort. Did describe a mass which developed in the area which he pushed back into his abdomen. Exam: abdomen; bowel sounds present, soft, did have what appears to be a small midline defect in supraumbilical region, approximately 3-4 cm above the umbilicus, no evidence of incarceration, no guarding, rebound masses. Trace pedal edema. Impression/plan: early development of ventral incision hernia. Type ii diabetes with moderate control, morbid obesity. Continue diet and exercise regimen, offered referral to surgeon, patient declined until he obtains medicaid, states he will call me at that point. Discussed natural course of incarceration and patient aware of which symptoms to monitor. Smoking cessation recommended. ¿ (B)(6) 2002: (B)(6) center. (B)(6) md. Office notes. Follow up diabetes, hypertension, gastroesophageal reflux disease, ran out of meds 2-3 days ago. Exam: abdomen; bowel sound present, soft, nontender, nondistended. Extremities, trace pedal edema. Impression/plan: diabetes with poor control secondary to medication noncompliance. Restart glucovance, zantac. Refill zoloft. ¿ (B)(6) 2002:(B)(6). (B)(6), md. Office notes. Routine follow up, blood sugars over past several weeks in morning running 225-300 and in evening 300-400. Reports occasionally has bulge or tenderness in abdominal region from previously noted ventral hernia. He is refusing referral to surgeon due to current lack of funding. Exam: obese. Abdomen; bowel sounds present, soft, no palpable hernia noted right mid abdomen with no evidence of tenderness present, no guarding, rebound, mass. Impression/plan: ventral hernia without evidence of incarceration. Increase glucovance and start avandia, samples and prescription given. Smoking and alcohol cessation reviewed with patient at length. Avoid any activities to exacerbate pain and tenderness in hernia region. Given strong warning to call and at any time I would be happy to make a referral to a surgeon for evaluation of the incisional hernia. ¿ (B)(6) 2003: (B)(6) center. (B)(6) md. Office notes. Filled vicodin x 2 weeks ago and out secondary to increased pain. Weighs 380 lbs. Has come in because his vicodin refill has been refused. States abdominal pain much worse over past two weeks. Exam: abdomen; very obese, midline ventral hernia. Patient has this pulled in place with some elastic bands, which appear to help somewhat. Impression/plan: morbid obesity with abdominal wall hernia. Referral to general surgery to assess ventral wall hernia. Instructed that he stay on a liquid bland diet until pain decreased somewhat. ¿ (B)(6) 2003: (B)(6) center. (B)(6) md. Office notes. History of abdominal wall hernia which apparently about a week ago created some significant pain and tenderness. Was seen by one of our physicians in our clinic who referred him to (B)(6). Has appointment later this week. Continues to smoke. Apparently is intermittently using his medication and states blood sugars when he uses medication range 150-200. Depression currently stable on medication but did exacerbate when off due to inability to acquire medicine. Exam: abdomen; bowel sounds present, soft, did have evidence of apparently large abdominal wall defect to the right lateral region of previous ventral scar. No current evidence of incarceration. Extremities notable for 1+ pitting edema anterior tibial and pedal region. Impression/plan: diabetes, with moderate control. Dyslipidemia. Recurrent abdominal wall ventral hernia with no current evidence of incarceration. Stable major depressive disorder. Medication noncompliance. Tobacco abuse. Smoking cessation recommended. Told he should not use his vicodin as often as he has been because of his abdominal pain and that he should be reevaluated if excessive amount of medication was required to control pain. ¿ (B)(6) 2003: (B)(6) health center. (B)(6) md. Office notes. Did see (B)(6) who has recommended that he return to clinic at the time he wants to undergo hernia surgery. He apparently considered undergoing a gastric stapling procedure, however, after I described the procedure to him and the need for a low calorie diet prior to the diet, and we reviewed cost and/or referral, he has elected to not undergo the obesity surgery and is willing to see (B)(6) for repair of hernia. Sunday he apparently ate a large amount of beans and had a significant amount of abdominal wall gas and significant hernia pains at that time. He was able to reduce his hernia and pain and tenderness subsequently resolved. Abdomen; bowel sounds present, soft, minimal tenderness in ventral hernia region, no evidence of incarceration noted. No guarding, rebound, masses or hepatosplenomegaly. Extremities notable for +1 pitting edema bilaterally, unchanged from previous visit. Plan: referral back to (B)(6) for second opinion for repair of hernia. (B)(6) 2003: (B)(6)center. (B)(6) md. History and physical. About 3 years ago began to notice a bulge in right side of incision. This continued to increase in size, became quite bothersome on fourth of july of this year. Fair amount of pain with fever and chills, was able to reduce the hernia and had resolution of symptoms. Since then has had intermittent problems with pain. Frequently feels bloated, with hernia increasing in size. Has an occasional alcoholic beverage, smokes but plans that today (B)(6) will be his last day smoking. Exam: large, obese male. Abdomen; upper midline incision which appears well healed, pannus protrudes on each side, more on right than left, has reducible hernia on right, is a suggestion of a hernia just to left of midline as well. Colostomy site well healed. Impression/plan: incisional ventral hernia in morbidly obese male. Risks and benefits were discussed with patient in detail. Consent has been obtained. Attempted laparoscopic repair on october 24. Implant date: (B)(6) 2003 (hospitalization (B)(6) 2003). Relevant medical information: ¿ (B)(6) 2003: (B)(6) medical center. (B)(6) md. Discharge summary. Principal diagnosis: incisional hernia. Secondary diagnoses: morbid obesity. Status post hartmann procedure with temporary colostomy and colon resection for perforated diverticulitis. Status post colostomy takedown. Depression. Dyslipidemia. Gastroesophageal reflux disease. Plantar fasciitis. Obstructive sleep apnea. Type 2 diabetes mellitus. Course: approximately 3 years ago began to notice a bulge in right abdomen just to right of incision. Continued to increase in size, become bothersome, has pain with fevers and chills. On exam, morbidly obese, reports weight around 400 lbs. Abdomen had upper midline incision which appeared well healed, pannus protrudes on each side of midline, more on right than left. Has reducible hernia on right. Had a probable hernia just to left of midline as well. Was taken to or (B)(6) 2003, laparoscopic incisional hernia repair with mesh performed, had at least 10 separate fascial defects following a vertical midline incision, there was a fascial defect at old colostomy site in left lower quadrant, all defects contained omentum except the larger defect in mid portion of incision contained bowel. Procedure performed without complications. Postop was left intubated and taken to ICU. Extubated the following day. Otherwise uneventful postop course with resumption of bowel function and diet. By postop day #4, was afebrile, abdomen soft, using oral pain medication, incision were clean, dry, intact, healing well. Discharged home to continue weight precautions, lifting nothing heavier than 10 lbs. Is to continue to use the binder. ¿ (B)(6) 2003: (B)(6) health center. (B)(6) md. Office notes. Weight +350. Follow up surgery, multiple medical problems. States he is unable to eat large meals and eats meals in small, frequent amounts. Denies abdominal pain or discomfort, with exception of pain and tenderness at surgical repair site. Has continued to smoke. Exam: decreased breath sounds noted at bases. Abdomen; bowel sounds present, soft, nontender, nondistended. Multiple laparoscopic scars noted in circular fashion around mid-abdomen, moderate amount of pain and tenderness to palpation of mesh placement site. No guarding, rebound, masses. Trace anterior tibial edema, 1+ pitting edema but not significantly different from baseline. Impression/plan: morbid obesity. Smoking cessation reviewed with patient at length. Monitor blood sugars closely. ¿ (B)(6) 2010: (B)(6) center. (B)(6) md. Consultation. Several weeks status post emergent laparotomy for acute abdomen. Patient reports his wound has separated in several locations previously, has been seen by home nursing for packing. Now presents with malaise and fever. History of morbid obesity, diabetes, chronic pain syndrome, chronic narcotic dependency, depression, diverticulosis. History of multiple ventral hernia repairs. Per the operative note of (B)(6), a piece of gortex mesh is present. This was not removed at the time of his recent intervention. Exam: abdomen; obese, vertical midline incision, right-sided ileostomy present but somewhat retracted. Green bile in the ostomy appliance, midline wound demonstrates several areas of opening and obvious purulent material. Abdomen otherwise soft and nondistended. Bowel sounds present. Wbc 15.7. Impression/plan: at the bedside, the inferior and then superior portion of the wound was opened manually into the subcutaneous tissue, with drainage of purulent fluid. Numerous defects were coalesced into two main defect, one superiorly and one inferiorly, with one area remaining intact but not undermining. By palpation, the fascial sutures are in place and there is no evidence of dehiscence at this point. There is no visible mesh. I have ordered damp packing changes three times daily. I have requested that the wound center assist with wound care and ostomy care. I have taken the liberty of discontinuing the current antibiotics ordered and ordering tigacyl. Wound culture pending. Unfortunately, the patient does have previously placed abdominal mesh. Ultimately, this may be problematic, should the mesh become infected or result in a chronic infection. ¿ (B)(6) 2010: (B)(6) center. [Signature illegible]. Anesthesia record. Asa 4. ¿ (B)(6) 2010: (B)(6) (B)(6). Radiology-CT abdomen/pelvis. Indication: pain. Findings: abdomen: there is an open/healing ventral abdominal wound with abdominal mesh in place. There is stranding along the surgical wound without discrete abscess identified. Right-sided loop ileostomy is present. Impression: postoperative changes of partial bowel resection with loop ileostomy right mid abdomen. Open ventral abdominal wound with abdominal mesh in place. No discrete abscess is identified currently. If symptoms persist, repeat imaging could be performed for reassessment. Mild atelectasis within both lung bases. ¿ (B)(6) 2010: (B)(6) center. [Signature illegible]. Progress notes. Feels ok. Abdomen; soft, wounds open and clean without surrounding erythema. Wound culture ¿ proteus, staph, strep. Tygacil continue for now. Increase activity. ¿ (B)(6) 2010: (B)(6) center. [Signature illegible]. Progress notes. Complains of constant pain mid-abdomen worried about mesh. Abdomen; positive bowel sounds, soft. Surgical wound infection status post right hemicolectomy, chronic pain, diabetes, uncontrolled. Increase lantus. ¿ (B)(6) 2010: (B)(6) (B)(6). Radiology-CT abdomen/pelvis. Indication: abdomen pain. Findings: there is evidence of recent midline incision. There is an open abdominal wound. There is anterior peritoneal mesh. There is more extensive air associated with the mesh than on prior exam. There is also inflammation deep to the mesh than on the prior exam. There is inflammation deep to the mesh in the greater omentum. There is also inflammation superficial to the mesh in the anterior abdominal wall. Impression: there is more extensive air associated with the patient¿s anterior abdominal mesh than on the exam dated (B)(6) 2010. This can simply be due to the presence of an open anterior abdominal wall wound. Infection cannot be excluded, and imaging followup is recommended. No liquified abscess is seen at this point. There appears to be more extensive inflammation in the greater omentum deep to the mesh than on the prior exam. This could simply represent postoperative inflammation. Developing peritonitis or omental infarct cannot be excluded. Continued imaging followup is recommended. Hepatic steatosis. Mild diverticulosis. ¿ (B)(6) 2010: (B)(6) center. [Signature illegible]. Progress notes. CT findings quite worrisome may need excision of mesh, continue antibiotics. ¿ (B)(6) 2010: parkview medical center. [Signature illegible]. Progress notes. Wbc 9.7, wound as before. Not planning to excise mesh at the time, can discontinue tygacil and continue ancef IV over weekend. Then can work on discharge with wound care and follow up with (B)(6). ¿ (B)(6) 2010: (B)(6) center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: increased right [sic] blood cell count, surgical site infection. Findings: high density mesh material associatd with the anterior abdominal pelvic wall appear unchanged. There is a small amound of gas adjacent to the mesh which appeas to lie in the anterior midline pelvic wall fascia. A tiny amount of gas in the anterior margin of the patient¿s anterior midline pelvic incision represents a diminished amount of soft tissue gas in the region of the incision when compared to prior study. There may be slight dehiscence of the patient¿s abdominal pelvic incision anteriorly, though this is less extensive than on prior study. Tiny ovoid focus of gas posterior to the mesh in the anterior pelvis could represent extraperitoneal gas, gas within bowel, or free intraperitoneal air. Soft tissue changes in the anterior omental fat of the abdomen and pelvis appears similar to prior study and may represent post-surgical scar, hemorrhage or edema. Impression: gas in the patient¿s anterior abdominal pelvic incision scar is less extensive with less dehiscence of the wound since prior study. Small amount of gas in region of patient¿s anterior abdominal pelvic wall mesh as described. Small amount of free intraperitoneal air cannot be excluded immediately posterior to the mesh as described, which may represent residual gas in this region or possibly a perforated viscus. Short term follow up CT recommended. Soft tissue change in the anterior omental fat of the abdomen and pelvis with differential as described. ¿ (B)(6) 2010: (B)(6) center. (B)(6), do. Discharge summary. Admission diagnosis: fever. Discharge diagnosis: fever likely secondary to surgical site of infection. Chronic pain. Post bowel resection. Diabetes uncontrolled. Hyponatremia likely hypovolemic. Obstructive sleep apnea. Hypertension. Depression. Diverticulitis history. Course: underwent colon resection 10 day previous for ischemic bowel, began having pain at incision with erythema, fevers, vomiting. Problems: sepsis. Was advised strict blood sugar control. ¿ (B)(6) 2010: (B)(6) center. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Surgical wound with purulent drainage. Findings: anterior wall hernia repair with mesh in place. The mesh appears infected with numerous bubbles of gas surrounding the mesh and anterior abdominal wall fascia. No discrete fluid collection to suggest drainable abscess. Prior midline laparotomy incision appears open near its cephalad extent. Right lower quadrant ostomy. The proximal end of the sigmoid colon appears stapled closed. Prior stapled anastomosis at the sigmoid colon. Descending colonic diverticulosis. Dependent atelectasis. Lower lumbar spondylosis. Remainder negative. ¿(B)(6) 2010: (B)(6) hospital. (B)(6) md. History and physical. Multiple abdominal problems, developed ventral hernias repaired by (B)(6) md with mesh in the past, presented in march with presumably ischemic bowel, underwent hemicolectomy with ileostomy by (B)(6), had right hemicolectomy and pain pump placement, basically had dead bowel. Had slow to heal wound, they have been slowly treating it with secondary intention with drainage and wound care at home. Noticed increased pain today, things were just not right, came to emergency room, CT suggested infection around the mesh. Wbc 9.5, sugar initially 226, repeat was 276, need to follow. Will admit, surgery tomorrow for exploration. History of type 2 diabetes for 8 years or more, hypertension, chronic pain, acute renal failure, metabolic acidosis, respiratory failure ¿ was on vent last time, depression, perforated diverticulitis with hartmann¿s procedure, abscess right antecubital fossa. Married twice, divorced twice, lives with roommate, disabled due to multiple medical problems, occasionally drinks alcohol, smokes a pack a day for 30 years, previously worked in produce section of grocery store. Exam: massively obese. Abdomen; soft, good bowel sounds, right ileostomy functional, midline incision which extends from just below xiphoid all the way to pubis and it is open in the upper area a little bit with milky purulent secretions, also partially open halfway down and again some purulent secretions. Impression/plan: abdominal wound infection, looks like infection down into the mesh, going to need exploration, possibly removal of mesh. ¿ (B)(6) 2010: (B)(6) md. Consultation. Surgery. Presented a couple months ago with necrotic right colon and had emergent exploratory laparotomy and resection with ileostomy placement, hartmann pouch. Had previous mesh repairs of ventral hernias, which meant that the midline incision split through mesh. It was well incorporated so, on closing, the edges were re-sewn together with prolene. The wound has not healed well. He tells me today that he went to parkview a few weeks ago because it was infected and making him sick, and they opened it up in the operating room, kept him a couple of weeks, then sent him home. Has been getting home health care, has had multiple appointments to see me in my office postop from his colon resection, and he has not kept one and keeps cancelling them. Therefore, I have not seen him since his discharge from the hospital when I resected his right colon. Exam: obese. Weight 350 lbs. Height 70¿. Abdomen; soft and nontender with bowel sounds and ileostomy in right abdomen working with stool and air in bag. Midline wound has a dime-sized opening at the top with pus that comes out when push around it. It is healed for 6 cm down below that and then open again about a quarter size, some packing in there, and then below is healed. Wbc 7.1 with no shift. CT on admission shows anterior wall hernia repair with mesh in place and apparent mesh infection with numerous bubbles of gas surrounding the mesh and anterior abdominal wall fascia. Impression: wound infection. Plan: operative debridement. I have discussed risks and benefits of this with him including but not limited to the risk of need for further surgeries, prolonged wound infection and wound healing, hernias, and anesthetic complications. He understands these risks and wishes to proceed.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01872580. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records prior to (B)(6) 2003 including operative report for colostomy procedure were not provided.] On (B)(6) 2003: (B)(6) medical center. (B)(6), md. Operative report. Assistant surgeon: (B)(6), md; (B)(6), md. Assistant: (B)(6), ms iii. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operative procedure: laparoscopic incisional hernia repair with mesh. Findings: at least ten separate fascial defects along his vertical midline incision and a fascial defect at his old colostomy site in the left lower quadrant. Most of the defects contained omentum. The larger defect in the mid portion of the incision contained bowel. Description of procedure: ¿patient was brought to the operating room and placed in the supine position on the operating table. After adequate general endotracheal anesthesia was obtained, he was prepped and draped in the usual sterile fashion. A small transverse incision was made in the right upper quadrant and a veress needle inserted into the abdomen, as confirmed by the drop test. The abdomen was insufflated with c02. When the abdomen was sufficiently insufflated, the veress needle was removed and a 10 mm trocar placed into the abdomen and the camera inserted. Under direct vision, a 5 mm trocar is placed in the left upper quadrant. Another 5 mm trocar is placed in the right lateral mid abdomen, and another 5 mm trocar placed in the left mid lateral abdomen. The hernia defects were then identified. Fat of omentum was removed from almost all of the defects. This was somewhat tedious at times. There was a little bit of bleeding noted and the omentum controlled with cautery. The largest hernia defect contained a fair amount of bowel; and this was also reduced, again with some difficulty. Once this bowel was reduced, it was inspected and no defect was identified in the bowel wall. The old colostomy site in the left lower quadrant also contained a fair amount of omentum, again reduced with some difficulty. When all the hernia defects had been identified and each hernia had been reduced, the area containing all the defects was measured, with an extra 3 cm circumferentially. This brought us to a mesh size of 40 cm x 22 cm for the midline area. A second area of the old colostomy site measured approximately 10 x 15 cm. A decision was made to use two pieces of mesh. A decision was also made to sew two pieces of mesh together so that we could fully cover the midline defect. Prolene was used to sew the two pieces of mesh together. The mesh was marked. Prolene sutures were placed in the corner. The mesh was rolled around a silk suture and then the mesh was placed through the right upper quadrant trocar site into the abdomen. The mesh was unrolled. The silk suture removed. The suture passer was then passed under direct vision through the abdominal wall in each corner, and the mesh brought up. Actually it was noted to be a little bit large and the two upper corners were moved superiorly about 7 cm. The tacker was then used to secure the mesh circumferentially. The width of the mesh was noted to be adequate to cover the other defect of the colostomy defect; therefore only the one large sewn piece of mesh was used. The suture passer was then used to place prolene through the abdominal wall in the mesh and bring it back up about every 3-5 cm circumferentially each time the suture was passed under direct vision. A little bit of irrigation and suction was carried out. The mesh was noted to lie fairly nicely on the undersurface of the abdominal wall. The large 10 mm trocar sites were closed with 0 vicryl, using an inlet closing device. The trocar is removed under direct vision. The incisions were irrigated and then closed with staples. The patient had been desufflated. Because of a respiratory difficulty, he was left intubated and taken to the intensive care unit in stable, but intubated condition. He tolerated the procedure well, without known intraoperative complications.¿ on (B)(6) 2003: (B)(6) medical center. Implant record. Implant site: abdomen. Implant sticker. Dualmesh plus antimicrobial. Lot: 02114284. Item: 1dlmcp03. Implant sticker. Dualmesh plus antimicrobial. Lot: 02420480. Item: 1dlmcp07. Implant sticker. Dualmesh plus antimicrobial. Lot: 01872580. Item: 1dlmcp04. The records confirm three gore® dualmesh® plus antimicrobial (1dlmcp03/02114284), (1dlmcp07/02420480) and (1dlmcp04/01872580) were implanted during the procedure. There is no mention of infection or gore device removal in the records. ??/??/??: [missing records: records after 10/24/03 including information detailing alleged injuries were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: (B)(6) hospital, consultation, (B)(6) , md (hospitalization (B)(6) 2010) history: (B)(6) is a 46-year-old male, morbidly obese, who had onset of abdominal pain yesterday. He went to the emergency room and had a little lump in the right upper wall which he was told thought might be a hernia but he was sent home. He came back yesterday in rising pain. Now the pain is going from the right side of his abdomen around to the right back. Cat scan was done which showed air in the portal venous system and pneumatosis intestinalis or in the cecum. Past medical history: significant for perforated diverticulitis and hartmann¿s procedure, sigmoid resection followed by a reconnection after that. He developed ventral hernias and those were repaired by (B)(6) with mesh. He had an abscess in the right antecubital fossa which I incised and drained last june in the operating room. That was done laparoscopically. He was also has insulin dependent type 2 diabetes, depression and sleep apnea. Social history: smokes a pack of cigarettes a day and has for 30 years. He is on disability for his shoulders. Physical examination: he is well-developed, obese male. Abdomen: obese, soft non-tender with a well-healed midline incision. No palpable hernias. He does have a small lump in the right upper quadrant palpable which is non-tender. Impression: probable ischemic bowel with portal venous air. On (B)(6) 2010: (B)(6) hospital, consultation, (B)(6) , md: past medical history: sleep apnea, obesity, perforated colon with diverticulitis, diabetes, hyperlipidemia, depression, gerd, plantar fasciitis, dilaudid abuse and cellulitis of the left arm, also a gunshot wound involving the left finder, pannus and thigh. He also has chronic back pain probably because of obesity. On (B)(6) 2010:(B)(6) hospital, history and physical, (B)(6) , md: social history: he smokes 1 pack per day for 30 years. On (B)(6) 2010: (B)(6) hospital, (B)(6) , md: exploratory laparotomy and right hemicolectomy, and on-q pain pump placement. Preoperative diagnosis: ischemic bowel. Postoperative diagnosis: dead bowel. Surgeon: (B)(6) , md indications: (B)(6) is a 46-year-old male who came in with 2 days¿ worth of abdominal pain. Cat scan in ER showed portal venous air and pneumatosis intestinalis in the cecum. Findings: infarcted ascending colon. This was resected up to the right branch of the middle colic vessels, where it was completely viable. This long hartmann pouch was left stapled off and an ileostomy made in the right upper quadrant. Description of procedure: after informed consent, he was brought into the operating room, placed under general anesthesia. Foley catheter was placed. He had pneumatic stockings placed prior to the induction. He had ticarcillin in the ER. Anesthesia put in a right internal jugular central line. His abdomen was the prepped with chloraprep and draped in sterile fashion. A previous midline incision was reopened, the cutaneous scar was removed. The ventral hernia mesh repair was then opened in the midline. It was gore-tex mesh. There was a dense, thick peel behind that which was opened, revealing the peritoneal fluid which was dishwater colored. You could immediately smell the deal bowel and could see the green cecum and ascending colon. The white line of told was incised, and gentle dissection was done to reflect the right colon up to the midline. Gia 50 stapler was placed across the terminal ileum and fired. The ileocolic vessels were clamped, divided, and tied with 2-0 silk, and the right colic vessels, also. The hepatic flexure was taken down, and there as good bowel up to the hepatic flexure, but it was resected back to the right branch of the middle colic to ensure it would be viable. This was left stapled off as a hartmann pouch. A 3-0 prolene marking stitch was placed in each corner, after the corners with the staples were tucked with 3-0 silk. The adhesions were taken down, holding the terminal ileum down into the pelvis until it was nice and free. An opening was made in the right upper quadrant, big enough for two fingers to pass through the fascia, and the ileum was brought through that, and then tacked to the underside with sutures. The hartmann stump was tacked to the underside of the abdominal wall, right adjacent to the ileostomy going up through. This was able to find it later easily. On-q pain pump catheters were placed laterally on either side, just above the peritoneum, percutaneously. Instrument, sponge, needle counts were correct, and copious irrigation was done. The midline was closed with #1 prolene after irrigating the wound. It was closed with staples. The ileum was matured, and the ostomy appliances placed. He was brought to the ICU, still intubated. On (B)(6) 2010:(B)(6) hospital, pathology, (B)(6) , md: thinned, necrotic bowel wall with acute inflammation. Acute fibrinopurulent serositis. On (B)(6) 2010: (B)(6) hospital, discharge summary, (B)(6) , md: admission/provisional diagnoses: infarcted ascending colon. Insulin dependent diabetes mellitus type 2. Acute renal failure. Metabolic acidosis. Obstructive sleep apnea. Acute respiratory distress. Hypertension. Chronic pain syndrome. Discharge diagnosis: infarcted descending colon status post right hemicolectomy with ileostomy. Acute respiratory failure was on vent, improved. Insulin dependent diabetes mellitus type 2. Acute renal failure, improved. Hypotension, improved. Metabolic acidosis, improved. Obstructive sleep apnea. Hypertension. Chronic pain syndrome. Depression. History of perforated diverticulitis and hartmann¿s procedure. History of abscess in right antecubital fossa. Rotator cuff injury. Consultations: (B)(6) , md, surgery. (B)(6) , md, pulmonology. (B)(6) , md, hem/onc. Procedures done: right hemicolectomy with ileostomy and q-pump placement. CT of abdomen and pelvis on the day of admission showed venous gas within liver and pneumatosis in the cecum. Hospital course: this is a 47-year-old male patient with history of hypertension, iddm type 2, obesity and multiple abdominal surgeries presented with complaint of severe abdominal pain to the ER. The patient was sent back from ER with pain medications and again he went to urgent care where he had a cat scan done as an outpatient, showed likely ischemic bowel. The patient was immediately taken to surgery here at corwin, found to have infarcted ascending colon with was removed, had a right hemicolectomy done and ileostomy was done, q pain pump was also placed. The patient was intubated at that time, was sent to ICU. Patient was in the ICU on vent for at least 24 hours, then extubated successfully, was transferred to floor. The patient did pretty well during hospital course and was discharged home today. His pathology report of colon showed acute fibrino-purulent serositis, so hem/onc was consulted and recommended to keep him on arixtra while in the hospital. No further recommendations. The patient did have elevated white count by the time of discharge 12.1 but did not have any fever. He was on tigecycline before which was stopped. He was anemic as well, but his hemoglobin did improve by the time of discharge. The patient did not have any cough, shortness of breath or abdominal pain by the time of discharge. The patient will get follow up cbc in 2 to 3 days. Follow up with pcp. The patient was discharge home on following medications: magnesium, norvasc, zoloft, metformin, lantus, novolog, dilaudid and elavil. Follow up: follow up with dr. (B)(6) in a week. Follow up with dr. (B)(6) at (B)(6) in a week. Follow up cbc in 2 days, results to be sent to (B)(6) . The patient was told to call md if he has any fever, abdominal pain, nausea or vomiting. On (B)(6) 2010: (B)(6) medical center, dr. (B)(6) : incision and drainage of left abdominal wall abscess. (Hospitalization unknown) preoperative diagnosis: left abdominal wall abscess postoperative diagnosis: left abdominal wall abscess, possible communication with intra-abdominal mesh. Anesthesia: general endotracheal. Complications: none. Wound type: 4. Blood loss: minimal. Drains: no drains. Procedure: the patient was brought to the operating room and placed in a supine position. General endotracheal anesthesia was induced. The patient's abdomen was prepped with a cloraprep kit and draped in a sterile fashion. The patient already had a right lower quadrant ileostomy in the midline open abdominal wound, and these were covered with a sterile steri-drape prior to prepping the left abdominal wall. A surgical pause was conducted to confirm patient identity and procedure. A cruciate incision was made over the left lateral abdominal wall at site of maximal pointing. This cruciate incision was converted into open by excising the skin and subcutaneous tissue in 4 quadrants. There was immediate decompression of a large amount of purulent fluid, which was aspirated and sent for culture. Once hemostasis was assured, digital probing revealed that this abscess had a cone shaped tip, which extended posteriorly through the rectus abdominis muscle in likely the intra-abdominal contents. I could see a single strand of what appeared to be prolene suture, and I could palpate prosthetic mesh in the base of this abscess the wound was washed out with saline and packed with a moistened kerlix gauze. The patient was taken to recovery in stable condition. Records between (B)(6) 2010 and (B)(6) 2015 were not provided. Explant preoperative complaints: n/a. Explant procedure: (B)(6) 2015: (B)(6) medical center, (B)(6) , md: operation: exploration laparotomy with lysis of adhesions. Excision of infected mesh. Small bowel resection without anastomosis. Cholecystectomy . Placement of left subclavian triple lumen catheter. Explant date: (B)(6) 2015 . Preoperative diagnosis: abdominal sepsis. Postoperative diagnosis: abdominal sepsis. Anesthesia: general. Indications: the patient is a critically ill 52-year-old male with sepsis and ongoing acidosis despite resuscitation. The abdomen has been suspected as the cause of his condition. He is brought to the operating room today for exploration an intervention. Findings: at the time of surgery, the patient was found to have dense intra-abdominal adhesions to the previously placed mesh, which was eroding through the anterior abdominal wall. The patient had a segment of necrotic jejunum and ileum related to multiple abdominal wall hernias and potential mesenteric volvulus. The interior abdominal wall demonstrated numerous areas of herniation, including a parastomal hernia. The gallbladder was thick walled and distended. The patient¿s remaining colon was viable to the rectosigmoid junction. Procedure: after verbal consent was obtained from the patient, he was taken to the operating room where he was placed supine on the operating table. Peri operatively, the patient was continued on his antibiotic regimen. Sequential compression devices were placed after adequate sedation was achieved, a surgical timeout was performed to confirm patient, procedure and prophylaxis. A left radial artery arterial line was placed by the anesthesiologist without difficulty. The patient was mildly coagulopathic preoperatively in blood products were ordered. The patient's abdomen was prepped using hibiclens and draped in the usual sterile manner. The ostomy appliance was left in place. The abdomen was entered through a generous midline incision, which included an excision of the previous scar an exposed mesh. After careful entry into the abdominal cavity the patient was found to have numerous omental adhesions in this area, these were carefully taken down and ultimately the incision opened through its entire length. Again, there was small bowel and omentum adhesed to the central portion of the scar. The patient had obvious necrotic small bowel in this location and distended throughout his entire abdomen. A systematic lysis of adhesions was performed. Ultimately, the patient was found to have a narcotic segment of the distal jejunum and ileum, perhaps measuring 40 cm. A portion of this was involved in a ventral hernia inferiorly into the patient¿s pannus. The remaining bowel was intra-abdominal and perhaps had undergone volvulus related to distention. The patient had dilated bowel throughout, which was thickened. In all likelihood he has had chronic ongoing obstruction related to his anatomy. After an adhesiolysis was performed the distal point of the transaction was identified. There was approximately 20-30 additional centimeters before the bowel exited through the right upper quadrant ileostomy. There was a parastomal hernia noted as well. The bowel was transected d using the gi-75 stapler. A portion of the mesentery was divided using the enseal device. This bowel was then placed into a large or basin, the staple line was opened and numerous liters of intestinal contents were evacuated. Once this was completed, the opened area of bowel was re-stapled in respected. The proximal point of transection was identified, again this was transacted using a gia-75 stapler. The mesentery was scored and serially divided between clamps. A segment of jejunum and ileum was then removed and passed off the operative field. Portions of mesh in non-absorbable suture were removed from the abdominal wound. Overall, the patient had numerous areas of herniation and evidence of numerous hernia repairs. The remaining abdomen was exposed by performing a lysis of adhesion. A new nasogastric tube was placed in palpated within the stomach this was then re secured. The gallbladder itself was significantly dilated and thick walled. The decision was made to proceed with cholecystectomy at this time. The gallbladder was elevated from the hepatic parenchyma using cautery in a fundus first approach the gallbladder wall was opened and decompressed. The cystic duct in the cystic artery were easily identified and divided between clamps in ligated. The patient was somewhat coagulopathic and therefore did bleed from the hepatic bed, this was controlled using a floseal and ultimately a quick clot sponge, which was left in place given the abdomen was going to be left open. The abdomen was copiously irrigated with saline. All viscera was returned to the abdominal cavity. Inspection of the remaining colon was made and there was complete viability from the mid transverse colon to the rectosigmoid junction. It was my intent to ultimately reverse this man¿s stoma and reconstruct the abdominal wall using alloderm. I am hopeful that he physiologically improved over the next 24 hours so this can be completed in his abdomen closed. The abthera vac was place. The ostomy was dressed with a dry dressing. Gown and gloves were changed. The patient will require long-term access in there for a left subclavian triple lumen catheter was placed using sterile procedures in the seldinger technique. There were no immediate complications. On (B)(6) 2015: (B)(6) medical center, (B)(6) , md: (hospitalization unknown). Operation: exploratory laparotomy with washout of abdomen. Removal of packs. Ileocolic anastomosis with resection of previous ileostomy. Reconstruction . Preoperative diagnosis: open abdomen, status post laparotomy. Postoperative diagnosis: open abdomen, status post laparotomy. Anesthesia: general. Indications: critically ill 52-year-old male, approximately 24 hours status post emergent laparotomy for abdominal sepsis. At that time, he underwent excision of necrotic intestine and kohli cystectomy. Temporary abdominal closure was performed. The patient returned to the operating room today for management. Findings: at the time of surgery, no additional necrotic material was identified. The liver was hemostatic. The bowel itself was quite thick and consistent with chronic obstruction. The decision was made to proceed with reversal of his ileostomy as I believe this would give him the best chance for recovery and abdominal wall future. Procedure: after verbal consent was obtained from the patient, he was taken to the operating room where he was placed supine on the operating table. Perioperatively, the patient was continued on his antibiotics and ongoing resuscitation with blood and blood products was continued. After adequate sedation was achieved, a surgical timeout was performed to confirm patient, procedure and prophylactic. The abdominal vac and dressings were removed. The abdomen was prepped using hibiclens and draped in the usual sterile manner. The abdomen was re-explored. The quick clot pack in the subhepatic space was removed. The area was hemostatic. The abdomen was copiously irrigated with saline. All remaining small bowel was viable as well as the previous noted residual colon. The decision was made to proceed with reversal of this ostomy rather than re-anastomosis of the small bowel. The ileostomy was excised from the surrounding skin to the level of fascia. This was then delivered internally through the fascia. There was a peristomal hernia present. This section of ileum was then fully excised by dividing the remaining mesentery between clamps. This was passed off of the operative field. The mid transverse colon was easily identified. Adhesive tissue along the anti-mesenteric with carefully dissected free for a length suitable for anastomosis. The previous point of bowel transection was viable, although thickened. It appears as if the patient likely had chronic intestinal-type obstruction. The colon and small bowel were aligned in a side to side manner. A side to side stapled anastomosis was performed. The common defect was closed in two layers with chromic and interrupted 2-0 silk sutures. The crotch of the anastomosis was reinforced with 2 silk sutures. The mesenteric defect was then obliterated using running vicryl. The abdomen was again irrigated. A 10 mm jp drain with placed through the right lower quadrant and into the abdominal cavity. Flaps superficial to the fascia were then developed circumferentially. There was extensive scar tissue and evidence of the previous multiple hernia repairs. Numerous nonabsorbable sutures were encountered as were pieces of old mesh in also tacks. These were removed as they were encountered. The fascia at the site of the previous ileostomy was then closed both anteriorly and posteriorly using 0 pds suture. A residual hernia in the left lateral abdominal wall at the site of his previous colonoscopy was also present and closed using pds. The central tissue was excised. Remaining fascial edges appeared suitable for primary closure over biologic material. A 20 x 16 segment of alloderm was selected and hydrated. This was placed in proper orientation and then placed intra-abdominally. This was then secured using interrupted #1 pds suture. Once this was secured, the midline fascial was easily reapproximated using interrupted #1 pds suture as well. The skin edges were resected for approximately 1 cm on both sides to remove residual scar tissue and likely areas that were going to necrose. The wound itself with irrigated. Meticulous hemostasis was assured. The midline wound as well as the previous ileostomy wound were packed using kerlix. Dry overlapping dressings were place. Following completion of this procedure, all instrument, sponge and needle counts were corrected x 2. The patient was then returned to the intensive care unit in critical condition. Estimated blood loss was 400ml. Intra-operatively, the patient received 3 units packed red blood cells, three 10 packs of platelets, and two units of ffp. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 15:parkview medical center. Scot andrew potts. Pathology report. Spec#: 15:su:6957. Diagnosis: a. Portion of jejunum and ileum, segmental resection: transmural small bowel necrosis with acute serositis. Fibrinous serosal adhesions with dense fibrous adhesion to peritoneal wall. B. Gallbladder, cholecystectomy: chronic cholecystitis. Cholelithiasis. Clinical summary: 52-year-old male with acute abdomen-sepsis. 1. Portion of jejunum and ileum. 2. Gallbladder. Gross examination: a. 1. ¿portion of jejunum and ileum¿: in formalin is a 124 cm long, 6 cm diameter portion of small intestine which is markedly dilated and possesses a central 20.5 x 5.0 cm ellipse of skin with a 4.5 x 2.0 cm area of ulceration. The small bowel wall is densely adhesed to this portion of epidermis. The majority of the intestinal serosal surface is green and necrotic in appearance. The mucosal surface is green and smooth. Additionally submitted is a separate 5.5 x 4.5 cm segment of small intestine with a 3.7 cm transmural incision through the bowel wall. The mucosal surface of this separate portion of bowel wall possesses green necrotic-appearing areas. 15 cm from one margin is an area of narrowing with a 2.3 x 1.5 cm area of mucosal ulceration. A 2.0 x 1.5 cm area of fibrous tissue is adherent to the serosal surface near this area of narrowing. Representative sections are submitted in 7 cassettes with a portion of the small intestine adjacent to incised area in cassette 7. B. ¿gallbladder¿: in formalin is a 10.0 x 3.5 x 4.0 cm saccular gallbladder with a smooth serosal surface. The bladder lumen contains yellow-green bile. The gallbladder is filled with copious yellow biliary sludge and multiple dark brown calculi ranging in size from 3.0 x 1.2 x 1.0 cm to 2.5 cm. No lesions are present on the mucosal surface. No abnormalities of the gallbladder wall are present. No lymph node is present adjacent cystic duct. Representative sections of the gallbladder including portions of gallbladder apex, fundus, and neck are submitted in one cassette. Microscopic examination performed. (B)(6) 15:p(B)(6) w medical center. (B)(6) . Pathology report. Spec#: 15:su:6976. Diagnosis: ileostomy stoma, resection: resected small intestine with mucosal ischemic necrosis involving stapled end; intact ileostomy stoma. Clinical summary: open abdomen. Gross examination: received designated ¿ileostomy¿ is a segment of small intestine with attached mesenteric fat, measuring up to 15 cm in length by 4 cm in diameter. An ileostomy stoma measuring 2 cm in diameter is present at one end of the specimen. The opposite end is stapled shut. The stoma is intact. Beginning at a point approximately 6 cm from the stoma, the small intestinal mucosa displays serpiginous ulceration and necrosis, with raised islands of preserved mucosa having a cobblestone appearance. The mucosa at the stapled end is dark grey and completely necrotic. There are no mucosal-based mass lesions. Sections are submitted as follows: a: ileostomy stoma. B-c: ulcerated intestine. D: necrosis at stapled end. Microscopic examination: examined. (B)(6) 15:(B)(6) medical center. (B)(6) . Pathology report. Spec#: 15:cy:953. Diagnosis: left pleural fluid, ultrasound-guided thoracentesis: negative for malignant cells; blood present. Clinical summary: left pleural effusion, status post small bowel resection. Gross examination: received are approximately 200 ml of red, mucoid fluid. Submitted for cytospin and cell block preparations. Microscopic examination: examined. (B)(6) 20:parkview medical center. (B)(6) , histology supervisor. Letter to whom it may concern. Re: laino, michael d. After a thorough search of our pathology records, parkview medical center has blocks and slides related to the following dates (B)(6) 15,(B)(6) 15 and (B)(6) 15. We do not have possession of the mesh device. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional patient codes: 1685, 2225, 2061, 1971, 2240, 1154, and 2067. Additional patient codes: code 3191 (no code available) is being used for: "mesh detachment, bowel resection, infectious or inflammatory enteritis, acute serositis, and abdominal wall reconstruction" the initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic right upper quadrant hernia repair on (B)(6) 2003 whereby multiple gore® dualmesh® plus biomaterial were implanted. The complaint alleges that on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, and (B)(6) 2015 additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: infection, abscess, adhesions, surgery to remove mesh, mesh detachment, chronic abdominal pain, open draining wound, scarring, bowel resection, necrosis, hernia recurrence, abdominal dehiscence, infectious or inflammatory enteritis, acute serositis, sepsis, abdominal wall reconstruction. Additional event specific information was not provided.